Event description:
IV needles were not retracting as intended to prevent sharp exposure, they would not retract even with pressure. Manufacturer response for IV needle, cath IV protective plus 20g x 11n. (Per site reporter): requesting a quality analysis by the manufacturer.